Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol1, 29 charge processes had been recorded in the device memory. In a next step, the device and the header underwent a visual inspection. No anomalies were detected. In particular, the header (connector block) proved to be free of defects. The memory content of the ICD was analyzed. Matching the clinical observation, the analysis of the archive data showed frequent vf detection since 10 february 2016. The available iegms also showed interference signals in the ventricular channel. The signal sensing of the ICD was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. Subsequently, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The ICD proved to be fully functional during the analysis. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that episodes of ventricular tachycardias were detected in a patient after a fall. According to the description of the physician,they could be triggered by stimulation in the right ventricle. The device was explanted and replaced, the atrial lead was capped. No deterioration of the patient&#62688;state of health was reported.